Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Customer was advised that all service parts have a 90-day warranty period. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with the laptop 1200 ventilator where the turbine is not functioning. It does not spin and no flow is coming from the unit. Furthermore, there was no patient associated with this event.